Event description:
Left breast capsulectomy with implant exchange and removal of breast implant material on (B)(6) 2011. Left breast implant was found to be ruptured at time of surgery. Unk when and who with left breast implant. Implant handed off the surgical field for eval by MFR. Given to plastic surgeon for work with company.